Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and the needle was observed to be exposed. A tear was observed in the exposed portion of the soft cannula and fluid was seen leaking from this tear. Although the cannula was damaged, the timing and cause of the damage is unknown. Blood was observed on the adhesive pad and in the distal tip of the soft cannula. Upon opening the device, the formed needle was not seated in the slide retract. Upon close inspection of the slide retract, excess material was observed on the slide retract. During investigation, the hard cannula was manually seated in the slide retract to reset the needle mechanism. The needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism and caused the hard cannula to be dislodged from the slide retract, replicating the original issue. The incorrect installation of the hard cannula damaged the slide retract causing the excess material which lead to the exposed needle which caused the reported bleeding/bruising.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the parent gave a correction bolus of 5.13 units of insulin. The ketones were moderate.